Manufacturer narrative:
The visi-pro balloon-expandable biliary stent system from the implant procedure was not received for evaluation. No cine images from either the implant, post/follow-up, or explant procedure were received for evaluation. From the explant procedure a portion of the visi-pro balloon-expandable stent was received entangled within the gold/tungsten hoop of a snare. Based on the radiopaque marker hoops and stent strut pattern, the returned stent segment is from a visi-pro stent. The returned stent segment is approximately 25mm in length. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had an x-ray for an unrelated issue; it was observed on the x-ray that a previously implanted visi-pro stent in the left upper extremity venous system was fractured, procedure completed by dr (B)(6) ((B)(6) 2018). The visi-pro had been implanted to treat a fibrous lesion which was pre-dilated using a 4x80 balloon. The visi-pro was implanted in the left proximal to treat a fibrous lesion, artery diameter 6mm the lesion was pre-dilated using a 4x80 balloon. The x-ray showed a portion of the stent had migrated to the left pulmonary artery. The physician removed the fractured stent using a snare, pulling the fractured portion into the sheath and removing as a unit by dr (B)(6) ((B)(6) 2018). No injury to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.